Event description:
It was reported that a customer experienced leakage with two cartridges. There was no reported adverse impact on the customer's blood glucose level. No additional information was available.